Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting of tall p-waves contributed to the false detections. The pt was treated while in a sinus rhythm at 14:51:16 and 14:51:40. The post-shock rhythm of the second treatment was sinus tachycardia. It was reported that the pt was at home attempting to start a weed-eater at the time of the event. The response buttons were not pressed during the event. The pt remained at home and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt remained at home and continued to wear the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4) - (B)(6) 2013 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.